Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy due to oversensing on the right ventricular lead. The lead also exhibited a decrease in r-wave amplitudes and loss of capture due to high thresholds. An x-ray revealed that all three leads appeared to be dislodged. Twiddlers syndrome was suspected. A lead revision was recommended, but the patient refused the procedure. The leads remain implanted.